Event description:
It was reported that the patient had severe bradycardia which led to asystole and no response to therapy. A heartmate 3 right ventricular assist (vad) was implanted. The patient was transferred to the intensive care unit. Inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient died due to multiorgan failure two weeks after right ventricular assist device (rvad) implant. The death was not device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: corrected. Section d4 (catalog number): corrected. Section h1: corrected. Section h6 (health effect - impact code): corrected. Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists cardiac arrhythmia, various types of organ failures and dysfunctions (including right heart failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Arrhythmia is also listed in this section as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the right heart failure and arrhythmia were not pre-existing and there were no device issues that contributed. The patient was in good condition and under standard care of hospital protocol..

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists cardiac arrhythmia and right heart failure as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Arrhythmia is also listed in this section as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.